Manufacturer narrative:
Device evaluation results: one pneupac ventilator was returned for investigation in used condition. The ventilator was powered on with a oxygen source attached. The customer reported product problem (failure to ventilate/pressure needle stuck) was not reproduced during testing. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the function switch, input manifold assembly, dump valve, demand valve assembly and manometer kit as a preventative measure. The device passed all the functional tests after undergoing preventative maintenance.

Event description:
Information was received indicating that when the smiths medical pneupac ventilators parapac plus was turned on, it would not ventilate, and the gage went up to where the pressure alarm is set, and it stayed there. No adverse effects were reported.